Event description:
Triathlete patient was implanted with prodisc-l at l5-s1 for degenerative disc disease in (B)(6) 2008. Reportedly patient was doing well for a couple of years until patient fractured pedicles and developed a spondy. Anterior migration of the superior endplate and poly inlay was noted. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed the hardware via anterior approach and revised patient to an anterior posterior lumbar fusion. This is the 3rd of 3 reports submitted on this event.

Event description:
This report is for the unknown prodisc-l implant polyethylene inlay. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was received at hospital for special services (hss) on (B)(4) 2012 for evaluation. Subject device has been received at hss and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Corrected manufacturer name from synthes (USA) to synthes (B)(4). The reported catalog # for this device was reported as unk-pdl implant on the initial report; this catalog # is incorrect. The catalog # for this suspect device is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. The polyethylene inlay interface of the inferior endplate had damage consistent with implantation of the device based on a comparison to a control that had that had undergone a simulation of the implantation process. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The articulating surface of the superior endplate had evidence of multi-directional scratching and a biofilm. The polyethylene inlay had evidence of impingement damage. Machining marks were observed on the perimeter of the articulating surface of the polyethylene inlay, and worn machining marks were observed on the backside surface. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear. Product development evaluated the exponent report with the following results: the size, catalog and lot numbers were unable to be read off the backside surface of the polyethylene inlay. However, from the photo documentation of the polyethylene inlay, it is apparent that the part number for this device is pdl-l-pt10s. It can be determined that the height is 10mm based on the dome geometry, as the dome mates directly with the superior surface of the inlay and does not have an additional extruded cylindrical surface as present with the 12mm and 14mm heights. A tantalum marker is also clearly present and visible, making it a pt part number rather than a pe part number. There was evidence of iatrogenic damage on the perimeter of the inlay that most likely occurred during the removal process. Machining marks were also visible on the perimeter of the inlay. Evidence of impingement with the superior endplate was noted on the posterior superior surface of the inlay. Worn machining marks were noted on the backside of the inlay that made the product identifying information illegible. The snap lock mechanism on the inferior surface was rounded when compared to a never implanted control. The articulating surface showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches that are consistent with normal wear. The rounded condition of the snap lock mechanism, along with the worn machining marks on the backside of the inlay, confirm that the device migrated anteriorly and dislodged from the inferior endplate. Based on the condition of the device, it remains unclear whether the migration occurred before or after the reported pedicle fractures.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis the anterior migration of the superior endplate and polyethylene inlay failure modes provided in the complaint description are both accurately captured on the current risk analysis for prodisc-l in lines 1.4 and 1.7. Line 1.4 ¿ inlay expulsion/dislocation, severity 4, occurrence 3 causes of hazard include: surgical technique, patient selection, patient activity non-compliant, trauma w/ or w/out posterior column fracture. Current controls include: snap-lock designed to prevent expulsion. Surgeon training and labeling including surgical technique manual - correct. Orientation of inlay during insertion by checking that rounded profile is facing anterior. Laser etching on inserter instrument also provides additional instruction by showing correct orientation of inlay upon insertion, and confirmation that inlay is fully seated by verifying no step and no gap. Contraindications include pars defect and spondylolisthesis greater than grade 1. Fork distractor provides sufficient distraction and clearance of inlay and superior plate to allow inlay to be fully inserted and locked into place. Labeling warns against engagement in extreme activities - i.e. Heavy weight lifting - that may overload the spine and result in failure of the prosthesis. Line 1.7 ¿ loss of plate fixation - i.e. Migration, severity 4, occurrence 2. Causes of hazard include: trauma, surgical technique, implant size, and/or placement of the device. Current controls include: keel provides stable initial fixation and plasma-sprayed ti-porous coating provides long-term fixation with bony ongrowth. Labeling also provides contraindication for osteopenia and poor bone quality. The risk analysis adequately addresses the complaint, as the listed severity of harm 4 and occurrence rates are representative of the patient harm in this case - reoperation - and the clinical history to date. A literature review was also performed to evaluate reported potential causes of anterior plate or inlay migration: auerbach et al - ref 1 - suggest that a keeled tdr device theoretically provides better fixation and stability, thus resisting migration. Proper implant sizing is also stressed, as oversizing has been noted as a cause of migration and revision. Stieber et al - ref 2 - suggest that improper placement of the device too far anteriorly, with an anterior shift in the segment center of rotation, may contribute to the migration of the device as it forms a wedge that could be extruded from the disc space. They also highlight the importance of a thorough discectomy and posterior release. Mathew et al - ref 3 - and shulte - ref 4 - describe anterior inlay migration associated with fractures or instability of the posterior spine. They theorize that either excessive distraction, or the angulation only in the superior endplate, could increase shear loads on the posterior elements or across the segment. Jeon et al - ref 5 - describe how incomplete posterior release and removal of nucleus material could contribute to inlay dislocation. As indicated in the complaint description, the patient fractured their pedicles and now has a spondy. While it is likely that the fractures of the posterior column could have resulted in decreased segment stability and increased shear loads on the implant components and the snap-lock mechanism, it is unclear whether the fractured pedicles occurred before or after the device migration. The patients very active lifestyle as a triathlete may also play a role in unusual stresses being placed on the device and the anatomy.